Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(4) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was 500 mg/dl at the time of the call due to the d50 and glucose they were being given by the paramedics. The customer used food, juice and gel packs to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was using a recalled set and way too much insulin was coming out than the customer has ever seen. The insulin pump will not be returned for analysis.